Event description:
During a training session on (B)(6) 2013, a company representative observed that the iabp switched to batteries after 30 minutes of use on ac main voltage power. No patient was involved. Following this event, a company field service engineer visited the customer and replaced the batteries but subsequently on (B)(6) 2013, a company field service engineer noticed still the same problem. No patient was involved.

Manufacturer narrative:
The company representative observed that the iabp switched to batteries after 30 minutes of use on ac main voltage power. The company representative replaced the power management pcb (part # 0670-00-0767) on (B)(6) 2013. The iabp was tested to factory specification, but the problem reappeared (the iabp switched to batteries.) The company representative replaced the power supply (part # 0104-00-0255) on (B)(6) 2013. The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).